Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient 1: sample identifier (B)(6), sex female, (B)(6); patient 2: sample identifier (B)(6) , sex female, (B)(6). Refer to related manufacturer report number 1628664-2018-00129 for the device evaluation of the architect i2000sr analyzer.

Event description:
The customer reported false positive architect total b-hcg results for 2 patients while using the architect i2000sr analyzer. Patient 1: (B)(6) female, sample ID (B)(6) generated an initial result of 1381.89 miu/ml and retest of the sample generated <1.20 miu/ml. A new sample was also tested and generated <1.2 mui/ml. Patient 2: (B)(6) famale, sample ID (B)(6) generated an initial result of 32.84 miu/ml. The sample was recentrifuged and retested on a second analyzer the next day and generated <1.2 miu/ml.

Manufacturer narrative:
On (B)(6) 2018 the architect total b-hcg, list 07k78-35 was removed as a suspect medical device. MDR number 1628664-2018-00129 was previously submitted for the architect i2000sr analyzer, list 03m74-02 and all further information will be documented under that MDR number. The reagent is no longer considered a likely cause.